Event description:
It was reported that the buttons on the insulin pump are not responding. It was stated that the numbers on the screen keep scrolling. Blood glucose value is 104 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No unexpected scrolling noted during testing. Unit received with cracked reservoir tube lip, minor scratched display window, and reservoir tube window.